Event description:
It was reported that there were episodes of noise and oversensing on the right ventricular (rv) channel. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events of over-sensing and noise were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage.